Event description:
The trilogy 200 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a positive flow verify failed repair test. There were no significant event(s) in the error log(s). In conclusion the unit was recalibrated to resolve the issue. The root cause is confirmed at this time. Additionally, during the service of the device, components were replaced: power cord clamp, rubber feet were missing, universal porting block and handle were damaged and repaired unrelated to the reportable malfunction/issue. The software was upgraded to version: 14.2.05. The device passed all testing.